Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/23/2016 and found torn tubing at the lytic pumps (pm6/7) and pinch valve pv27. The torn tubing was replaced resolving the reported issues. Controls were run, all passed within specification and no further leaks were observed. The system was verified and validated. (B)(6).

Event description:
The customer reported no differential results (non-numeric results) on a coulter lh 500 hematology analyzer on whole blood patient samples. Troubleshooting failed to resolve the issue and the customer reported less than 5 ml of blue fluid leaked onto the countertop. The source of the leak could not be identified and service was dispatched. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat, protective eyewear and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.